Manufacturer narrative:
Evaluation summary: the compression damage noted on the underside of the device typically indicates the articular surface was not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Evaluation codes: as returned, the dovetail feature exhibits compression damage as well as flaring, and the undersurface of the device is heavily damaged with multiple gouges. The devices were within specification where measured.

Event description:
It is reported that the surgeon attempted to insert the articular surface and it would not lock into place. The surgeon completed the surgery with a different size articular surface.